Event description:
The customer reported that the insulin pump's battery life was shorter than normal. The customer reported that the battery life ranged from two days to one week long. Customer stated that after a few minutes of inserting a new battery, the insulin pump's battery icon would drop, and the time, date, and other information would get erased. The customer stated that the insulin pump has rejected four new batteries in a row. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The unit passed an unexpected restart test and no a21error alarm or setting erase noted. The unit had minor scratched lcd window, cracked battery tube threads and reservoir tube lip.